Event description:
This patient had a bilateral subcutaneous mastectomy for fibrocystic disease and within one month ahd double lumen prosthesis 475 placed. Within one month the patient had developed a rash and had the implants replaced. She then developed symtpoms of fatigue, fevers, night sweats, sweling and achiness in her axilla, flu-like symptoms and upper body aching. In 1988 whe was involved in an automobile accident and since that time her symtpoms have increased. She now experiences short-term memory loss, postive raynaud's, dry mouth, and dry vagina. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. Both implants were intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.